Event description:
It was reported that the patient was charging their device more than expected. The patient was charging every 9-14 days and did not always charge to 100%. After discussion with the manufacturer's technical service department, this was concluded to be a normal charging frequency. Impedance measurements were normal on all electrodes except 8 and 15 which were >10000 ohms. The device was reprogrammed, the lead with high impedance electrodes was not used in the programming. No further diagnostics or interventions were performed. The patient was fine. It was explained how the system works and the patient was satisfied.

Manufacturer narrative:
(B)(4).